Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt went back to their healthcare provider (hcp) and they suggested pt contact a local manufacturer representative (rep)  for programming adjustment. Pt is having a lot of pain in the lower back since last tuesday. Pt mentioned having open heart surgery in 2023 and is not sure if related to the pain.  Pt reported they are having a hard time sitting and standing on their legs. Pt stated group a is left side, group b is right side, and group c is shocking their legs. If they increase stim it goes to their legs and not their back. Pt mentioned next week they are having an ablation for the lower back. 2023-sep-18: additional information was received from a manufacturer representative (rep). The rep reported that they saw patient to reprogram their stimulator to better cover radicular pain. Patient was using jd 800/300 to feel tingle, they were switched to low dose to cover lower back. Patient was happy with results. Recharge interval only 7.6 days. Impedances all normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep. The reported the likely cause was the patient (pt) was on hd 800 pw and 300 rate, and turning intensity up higher to feel paresthesia. Rep switched pt to ld stimulation when they met with the pt on (B)(6) 2023. Pt was happy with low back paresthesia and not in legs, indicating the issue has been resolved. The hcp was made aware.